Event description:
On (B)(6) 2013, the reporter contacted lifescan USA to report a cracked display. This complaint is being reported because the alleged display issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.